Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced pinch/crush point. There was 1 event with patient involvement; the patient experienced a laceration.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The pending device was not evaluated, as the issue was identified through communication/interviews with the user facility; no further action was requested by the customer.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced pinch/crush point. There was 1 event with patient involvement; the patient experienced a laceration.